Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Visual inspection of the device showed dents on the insulation near the distal tip. The insulation was tested for cracks/damages using an insulation scan test and the unit passed. An action has been opened to address the insulation failure for our OEM supplier for our lap instruments using polymer resin insulation. The probable root cause(s) are: user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation of the device was compromised.